Event description:
Product complication: none. Time of complication: during the procedure, start date 2005 and stop date 2 days later. Symptoms: unavailable at this time. Further investigation is being conducted, when/if additional information is obtained, a medwatch supplemental report may be filed. It was reported that during the procedure the patient developed asystolic arrest during the first balloon inflation. The patient was treated with atropine and IV fluids. Following the asystolic arrest, the patient experienced hypotension and was treated with fluids and phyenylephrine drip. The patient's blood pressure was stabilized and the drip was discontinued in 05. The patient was discharged the following day.